Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer reported receiving higher sensor scans of 100 mg/dl and 104 mg/dl in comparison to built-in meter capillary results of 25 mg/dl and 32 mg/dl. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer experienced headache, blurred vision, and subsequently lost consciousness, requiring her to be taken to the hospital by her husband. A glucose reading of 34 mg/dl was obtained on a healthcare meter and customer received glucose injection for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.